Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted (400 mg/dl). After system check with tandem technical support, customer indicated that the cartridge and infusion set would be changed and a correction bolus would be administered.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.